Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Tha using mdm. The liner wasn't completely locked and was slanting. It was confirmed after the operation. During the operation, after inserting the liner, I used eleva to confirm that the liner did not float at several places around the cup edge. We have no plans to revise it at this time, but we may change the cup and liner in the future.